Event description:
#Medwatcher #(B)(4). My skin started getting itchy, my stomach is bloated and I look pregnant. My gums are receding badly and I had severe bone loss in my gums. I have severe fatigue.